Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. It was noted the leak was on the tubing above the pump on the clear tubing leading to the cylinder. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. These were not sites of leakage. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. A separation, surrounded by abrasion, was noted on the exhaust tube of the pump. This is a site of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of the pump near the strain relief and the inlet tubing of the pump. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.